Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient's wife contacted dexcom on (B)(6) 2016 to report that the patient experienced a hypoglycemic event on (B)(6) 2016. The patient was trying to set up dexcom with his phone when he required medical intervention with paramedics and hospitalization due to low blood sugar. The patient's neighbor called for an ambulance. The ambulance came and took the patient to the hospital. The patient's blood glucose was around 30mg/dl. The patient was given an IV with glucose and he stayed at the hospital for about 3 hours, then went home. There was no alleged device malfunction. At the time of contact, the patient was feeling fine. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.